Event description:
It was reported that during patient treatment, the ventilator did not give volume to the patient. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. There are no indications of stop of ventilation in provided ventilator logs. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).